Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 0.8214 mg/day via an implantable pump for non-malignant pain. It was reported that a flipped pump was confirmed via x-ray. An x-ray was performed because the patient was a little overweight. It was a routine check following the placement of the patient's pump. It was unknown if there was a suturing/securing issue. No intervention had been completed, however the hcp was going to have the pump pocket revised. No symptoms were noted and the event date was (B)(6) 2017.